Event description:
A malfunction was reported with the pump, specifically displaying malfunction code 24. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. To resolve the issue, tandem technical support decided to replace the pump, and the customer was advised on handling and returning the defective pump. There was no backup therapy available at the time, and the customer acknowledged the instructions provided for using the updated pump software and for the return process.